Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was to be used during a procedure. According to the complainant, during unpacking, and before inserting into the scope, it was noticed that the forceps would not close. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) (won't close). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)